Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted a flail was present. One clip was inserted and successfully deployed. A second clip was inserted, and grasping was successfully performed. While attempting to deploy the clip, after removing the lock line and performing the second final arm angle, it was observed the clip had opened to 60 degrees. The clip remained stable and mr was reduced to a grade of 2. Therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.